Event description:
Per the clinic, the patient has an ossified cochlea which resulted in a partial insertion of the electrode array and subsequent poor performance. The device was explanted on (B)(6), 2010 and the patient was implanted on the contralateral side.

Manufacturer narrative:
(B)(4).